Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested 02/09/2011 by fax and mail. Additional information was received 02/11/2011 and 02/14/2011 by phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow up with the surgeon, it was reported that the lens orientation was slightly off axis from the current postoperative steep axis which may account for part of the residual cylinder. The cause of the remaining amount of residual cylinder is unknown. Additional information has been requested.